Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 350 mg/dl and the bg meter was reading 115 mg/dl. The patient was wearing an omnipod insulin pump. The patient was asymptomatic. The patient went to the ER for evaluation. At the ER, the patient was treated with IV fluids and his bg meter readings were checked (no specific values were reported). No cgm comparison values were reported either. The patient was monitored until his bg levels stabilized. The patient was discharged home after being in the ER for less than 24 hours. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b of the parkes error grid. No additional and patient information is available.

Manufacturer narrative:
(B)(4)